Event description:
Information was received from a healthcare professional regarding a patient who was receiving gablofen (concentration 1000 mcg/ml, dose 46 mcg/day) via an implantable pump for stroke and intractable spasticity. On (B)(6) 2017, the pump was empty; the patient did not miss a refill. The pump was beeping due to health care professional not refilling the pump, they were electing to not refill the pump because they wanted the patient to come back in, it was planned to allow the pump to reach empty so the patient would come back in. The patient was supposed to come in before (B)(6) 2017 to get the pump shut off but she was not compliant. There were no symptoms reported. A pump off authorization form was sent.

Event description:
Additional information received from healthcare professional on (B)(6) 2017 reported troubleshooting is not reportable. Patient was being weaned from drug for removal of pump. Patient chose not to come before empty. Phone calls and letters were ignored to come in and allowed pump to get to alarm date. Actions/interventions included turning the pump off and was referred for removal as previously planned. No further information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.